Event description:
The dr rec'd a first degree burn on his finger during an operation.

Manufacturer narrative:
The generator was returned for eval as well as the footswitch used at the time and the pencil. All were evaluated together with no evidence of malfunction found. These devices most likely were performing according to spec at the time of the event.